Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined. If additional info is received at a later time, this report will be supplemented.

Event description:
Olympus was informed that during a therapeutic procedure, the balloon broke in 2 pieces inside the patient. The device was inspected during the procedure and was discovered that there was a missing piece. The physician retrieved the piece from the pt's airway using another scope and forceps. The procedure was prolonged and pt required more sedation. The procedure was successfully completed. No pt injury was reported.